Event description:
It was reported that the system controller wires were frayed. The system controller was exchanged with no issues. No additional information will be provided as pump functioned as intended and system controller would be returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: incidental findings: fluid ingress in power cables. The reported event of damage on the power cables was confirmed with the returned system controller (serial # (B)(6)). Visual inspection revealed taped sections on the white power cable and the strain relief was damage/twisted. Also, the black power cable has taped sections. The tape was removed, and visual inspection revealed the visible wires underneath the black strain relief appear intact. The outer jacket on the white power cable appears worn. The white strain relief was removed, and visible inspection of the underlying wires appear intact. The device passed the functional testing procedure, and no issue was identified that could be correlated to the reported damages. A root cause that led to the damages to the power cables could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.